Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), h3: analysis of the 37761 desk top recharger (s/n (B)(6)) revealed that the cable assembly needed to be replaced due to a bent connector pin. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were having issues with their recharger and the issue began a week ago or last night. Pt stated the recharger would be blank and unresponsive whether they were charging the recharger with the desktop charger cord or when they were charging their implant. Pt noted on their mystim programmer they would check their battery percentage. Pt also noted they were feeling it going on and off and it was still working in their body but they couldn't charge up (ps understood this as pt felt their therapy but pt could not charge because the recharger was blank and unresponsive. During the call pt reset the recharger and after the reset the recharger was still blank and unresponsive. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out. Ps also reviewed eri and eos information with the pt. Additional information was received from the patient. The reason for call was pt reported their recharger was not charging and the pt was unclear about the event date. Pt stated they received their replacement recharger and it was giving an error message that the recharger battery was about to lose power (ps understood this as charge your recharger battery screen). Pt noted the green light was on the cord but the recharger was not charging. Pt noted they charged once a week and last week the recharger itself usually charged itself up without having to plug it in for 2 weeks. Pt also noted they only had a little bit of charge left (ps understood this as their implant battery). Pt stated they got the replacement recharger 2 weeks ago and this was the 2nd time they used it. During the call pt denied damages on the desktop charger cord and ac power supply. The issue was not resolved. A replacement desktop charger (dtc) was sent out. Ps advised pt to contact patient services back if the issue did not resolve.